Event description:
It was reported that two bolts broke after being implanted for approximately eight months. The patient experienced non-union of bone during that time. As surgical intervention was required, a medwatch report is being filed to document this event.